Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that following implant of a left ventricular assist device (lvad), this system exhibited noise, oversensing and pacing inhibition with asystole less than two seconds on the right ventricular (rv) channel. Decreased rv pacing impedance measurements were noted prior to placement of the lvad and continued to decrease post lvad placement. A revision procedure was performed and the rv lead and associated device were removed from service and replaced. No additional adverse patient effects were reported.